Manufacturer narrative:
Correction: (health professional should have been marked).

Event description:
New information received notes that the battery was probably low due to the high output requirement.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damages found consistent with procedural damage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, high capture thresholds were observed on the right ventricular lead. It was also noted that the battery of the pacemaker was depleted as it was kept on high output for the safety of the patient. The lead and the pacemaker were explanted and replaced. The patient was stable after the procedure.